Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the healthcare provider requested compatibility guidelines for an MRI. Per the healthcare provider the patient came to their facility with a "non-functional drug infusion system". The patient stated that the ¿battery doesn¿t work¿. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2003. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731 ,serial/lot# (B)(4), ubd 2005-06-03, UDI# (B)(4). Device code (B)(4) and patient code (B)(4) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-feb-2019 from a healthcare professional (hcp). The hcp was asked to clarify the patient¿s report of ¿a non-functioning pump/the battery didn¿t work¿. The hcp responded that the patient developed a possible granuloma. The catheter was removed, and the pump was left in place. The event occurred several years ago, and the cause of the event was not determined. The hcp noted that the pump could be removed if the patient desired. No further complications were reported/anticipated.